Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed a blood glucose test at home and got a result of 148 mg/dl. Two hours later she took a test at the lab and got a reading of 220 mg/dl. She did not report any symptons.